Event description:
A surgeon reports bilateral vitreoretinal surgery was performed on 2005 for retinal detachment caused by proliferative vitreoretinopathy (pvr). No product residue was seen when the surgery was complete. Postoperative retinal re-detachments occurred for both eyes and examination revealed subretinal migration of the product. The residual product was removed and retinal reattachment was performed in subsequent procedures. Currently, the retinas of both eyes remain reattached under silicon oil. Removal of the oil is planned for 2006. The surgeon expressed that giant retinal tears and remarkable retinal shrinkage played a role in allowing the product to migrate unnoticed during initial surgery. The pt's final outcome is not known. The prognosis was poor prior to the initial surgery due to the extent of retinal detachment and pre-existing ocular pathologies including hypermature cataracts and zinn's zonule lacerations.